Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip is damaged and cracked. Per account, the lens had to be replaced because the intraocular lens (iol) would not advance in the cartridge once it was loaded because the scrub did not hear or see that it had crack until the surgeon was trying to advance it into the patient's eye. It was pulled out of the eye and that is when they discovered the cartridge is cracked. Moreover, they noticed micro cracks in the barrel. Product is not expected to be returned. It was noted that there was no patient injury and there was no secondary procedure was required. No additional information provided. This report is two (2) of two (2).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
The cartridge is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.